Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2011 and was revised on (B)(6) 2018. It is further alleged that she was diagnosed with elevated chromium and cobalt levels, and significant fluid in her left leg. It is alleged that revision surgery revealed necrotic bone and tissue surrounding the stryker hip system as well as extensive metal wear.